Event description:
It was reported that there was a breakdown of the console during a procedure. The distributor's engineer conducted an analysis and allegedly determined the root cause could be attributed to either a quality issue or a contamination of the optic by dust or other contaminants. The procedure could not be completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3: (B)(6).